Event description:
A patient contacted the treating clinician shortly after placement of an irm zinc oxide eugenol restoration, complaining of "blotchy redness" on the forearm. The doctor recommended that the patient take benadryl to treat the symptoms and it was reported that the symptoms did not worsen, though the patient opted to take only one tab.

Manufacturer narrative:
While it is unknown if the irm used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.